Event description:
The initial reporter stated that they had a set that was leaking from the filter. Mmdg followed up with the initial reporter who stated that the patient did not have any adverse effects due to the complaint. Complaint-(B)(4).

Manufacturer narrative:
This device was returned to mmdg for evaluation. A DHR was completed and found no non conformances. When the device was returned to mmdg for evaluation, the device operated as expected. There was no indication that the complaint occurred as reported.

Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR was completed and found no non conformances. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that they had a set that was leaking from the filter. Mmdg followed up with the initial reporter who stated that the patient did not have any adverse effects due to the complaint. (B)(4).